Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of admission was 429 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. However, the infusion set cannula was bent. No products were returned or replaced.